Event description:
Information was received indicating that a smiths medical medfusion pump had a force sensor bridge test error. There was no reported adverse event.

Manufacturer narrative:
One medfusion pump was received with no external damage. The event history log was reviewed and there was a force sensor bridge test error in the history. Start-up was conducted and the reported issue was able to be duplicated. The force would not calibrate. The force sensor no longer operates correctly. The cause of the issue was unable to be determined since no external damage was found on the force sensor. The force sensor and plunger cable were replaced to resolve the issue.